Event description:
It was reported that removal difficulty occurred. A 6f non-boston scientific guide catheter was introduced to the vessel via a femoral incision. A 4.00 x 32mm synergy megatron was then advanced and the stent was successfully deployed. During withdrawal of the delivery system, it was noted that balloon became blocked in the distal end of the guide catheter and was impossible to remove. The devices were removed together.